Event description:
Device issue: expired product used. Time of issue: during procedure. Symptoms/ae: none. It was reported that a physician implanted an expired xpert stent into a patient. The use of the expired product was discovered post procedure. There were no adverse patient effects reported. No additional information is available.

Manufacturer narrative:
The device remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with relevant information.